Event description:
It was reported that a pt underwent a pelvic floor repair procedure on (B)(6) 2010. Concomitantly, the pt also underwent a midurethral sling procedure. Two weeks post-operatively, the pt developed extreme pain from the vaginal support device (vsd). The pain is like barbed wire and the pt has been on pain medication for relief. The pt visited the surgeon again on (B)(6) 2010. The surgeon opines that the vaginal tenderness is from atrophic vaginitis and that the pt is not used to an intra-vaginal foreign body. The surgeon prescribed a mild analgesic with nsaids and vicodin es as needed. The vsd is to be removed on (B)(6) 2010. The pt has been compliant with post-operative instructions.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.